Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump containing baclofen (unknown) for intractable spasticity. It was reported that the patient had a c7 quadriplegic injury and had the pump placed in december. It was reported that the patient had a c7 quadriplegic injury and had the pump placed in december. Caller stated that the pump went good for a day and a half after the surgery, but then the patient has had quite severe spasticity ever since then. Caller mentioned that the surgeon did a dye test last week where they ran some dye through the pump, and reportedly the amount that they were putting in was not coming out in the same level as it should have been passing through. The surgeon talked about maybe the catheter might be kinked, so they have done a few x-rays to look at the catheters and now they want the patient to clear his bowels to see if the bowels are backed up and that's the problem with the spasticity's. They won't look at going into address the kink until all of the bowel was evacuated. The patient was going right now for another x-ray to see if that shows if they've cleared up some of his bowel. They can't do a bowel program because the spasm was so terrible that they can't participate like they normally do. The issue was not resolved through troubleshooting. Agent redirected caller to healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 8596sc, serial# (B)(6), implanted: (B)(6) 2025, product type catheter product ID: 8598a, serial# (B)(6), implanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 30-oct-2027, UDI#: (B)(4) ; product ID: 8598a, serial/lot #: (B)(6), ubd: 28-aug-2027, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.